Event description:
The manufacturer received information alleging a ventilator was alarming for a low inlet pressure alarm condition. There was no harm or injury reported. There was no evidence the device was in patient use. The device evaluation had not yet been completed. The low oxygen inlet pressure alarm can be caused by low oxygen inlet pressure being delivered to the device from the oxygen source. The device requires 40 psi to operate with oxygen. The device was evaluated by the manufacturer's field service engineer. The device's oxygen blending module board was replaced to address the issue. There was no downloaded event log available for review. After the component was replaced, the device was working as designed. The device was tested and passed all final testing.